Manufacturer narrative:
The customer reported that the central nurse's station (cns) did not alarm for a tachycardia arrhythmia. The customer reported a similar event a few days prior on the same exact device, but they did not pull it from patient use. The customer sent the logs to nihon kohden technical support (nk ts) for analysis. Nihon kohden quality assurance requested the expanded waveforms from the customer, but the customer was unable to provide the information. Due to the missing information, nihon kohden quality assurance informed the customer that they were unable to perform a cross-functional investigation. The ticket was resolved. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain information were made, but not provided: concomitant medical device.

Event description:
The customer reported that the central nurse's station (cns) did not alarm for a tachycardia arrhythmia.

Manufacturer narrative:
Details of complaint: on (B)(6) 2020, customer at (B)(6) partners reported cns did not alarm for a 19-beat run of v-tach on pu-681ra with serial# (B)(6) service requested: assistance in troubleshooting service performed: customer reported another instance of the missed v-tach alarm on sn:368 after one reported under ticket# 75855. Customer shared log files as requested by nkts. Nkts requested customer to provide the ECG strips or expanded waveforms for the 2 rhythms that occurred around time of the event i.e. Irregular rr & multiform rhythm. The discharged patient list only goes back to (B)(6) 2020 and the patient was discharged before that. Nkts requested the expanded waveforms of the patient as per nk clinical team's request; however, the patient information was no longer on the cns as the patient had been discharged. Nk clinical team sent an e-mail to the facility stating the inability to complete a cross functional investigation due to missing information. Investigation summary: root cause of the issue could not be identified due to lack of information provided for further investigation. Warranty of the device is valid till 03/01/2021. According to the table in quality complaint investigations work instruction, with document ID: (B)(4), the risk priority of the issue is categorized as: medium the following fields are not applicable (na) to this report: a2 - a6 b2 b6 b7 d4 lot # & expiration date d6 - d7 d9 f10 g6 g8 h7 h9 the following field contains no information (ni), as attempts to obtain information were made, but not provided: d11 & c2 concomitant medical device additional information: b4. Date of this report f6. Date user facility/importer became aware of the event f7. Type of report f11. Date report sent to FDA f13. Date report sent to manufacturer g4. Date received by manufacturer g7. Type of report h2. If follow-up, what type? H6. Event problem and evaluation codes h10. Additional manufacturer narrative.

Event description:
The customer reported that the central nurse's station (cns) did not alarm for a tachycardia arrhythmia.